Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparoscopic colectomy, when the device is fired, the anvil is popping off leaving the knife exposed and unsecured anastomosis, causing a leak. Hand sewed the anastomosis to complete the case. There was no consequence to the pt.